Manufacturer narrative:
An event of malposition of device, tachycardia, and heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the final non-coronary cusp implant depth was 2mm and the final left coronary cusp implant depth was 6.44mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. It was noted that the patient developed a left bundle branch block (lbbb) after implant of the valve. The caused of the patient's lbbb and st are attributed to the radial force of a pre-implant dilatation and/or of the prosthesis. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.

Event description:
Clinical information: crd_1003 - vantage ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 25mm portico ng/navitor valve was successfully implanted in a patient. The 25mm portico ng/navitor valve was re-sheathed once during procedure due to being positioned too high during deployment, but no other difficulty implanting the 25mm portico ng/navitor valve. The final non-coronary cusp implant depth was 2mm and the final left coronary cusp implant depth was 6.44mm. The patient remained hemodynamically stable throughout the procedure. There was no calcification extending beneath the aortic annular plane in the interventricular septum. There was no clinically significant delay in procedure reported. It was noted that the patient developed a left bundle branch block (lbbb) after implant of the valve. The patient was transferred to the intensive care unit where an electrocardiogram was performed and revealed a normal rhythm. On (B)(6) 2023, the patient was found to have sinus tachycardia (st). The decision was made to administer the patient ivabradine. There was no initial or prolonged hospitalization due to this event. The patient had a normal sinus rhythm and was discharged on (B)(6) 2023. There was no allegation of malfunction against the abbott device or procedure. The caused of the patient's lbbb and st are attributed to the radial force of a pre-implant dilatation and/or the 25mm portico ng/navitor valve.